Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported suction loss during procedure. Surgeon decided to switch patient to photorefractive keratectomy.

Manufacturer narrative:
Manufacturing address was not indicated in original report.

Manufacturer narrative:
The device manufacture date for the femto laser system was not included in the initial MDR or follow up MDR#1. Device manufacture date: 12/31/2007. The manufacturing record review was performed for the concomitant product (patient interface). There were no non-conformances with respect to the manufacturing process of this lot. All manufacturing operations were in compliance within product specifications. There were no process and / or material changes within the production order of this lot. The documentation shows that the production order was manufactured and released according to specifications. All pertinent information available to abbott medical optics has been submitted.